Manufacturer narrative:
Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon could see a hole in the preloaded toric intraocular lens (iol). The surgeon had to cut lens out of patients eye. However, the injector was kept. No other information was provided.

Manufacturer narrative:
Additional info: additional information was received reporting there was no patient injury. Another back up lens was used with the same diopter. The patients outcome was reported as doing fine post-operatively (op). No other information was available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.